Manufacturer narrative:
All information provided by manufacturer, and voluntary medwatch form was received.

Event description:
Patient presented to the ER complaining of being shocked and severe chest pain. It was determined that the lead had perforated the left ventricle. The lead was repositioned. On (B) (6) 2009, patient was admitted to the hospital after developing pneumonia. Later, patient expires from cardiac arrest secondary to pneumonia and electrolyte imbalance. Family believes that the delay of care contributed to contraction of pneumonia and subsequent death.